Event description:
The facility center director reported a corneal burn occurred. The case was completed. The phaco handpiece was taken out of circulation. Additional info received from the company sales rep stated the facility does re-use phaco tips, which is a single use device. The facility was sent info counseling they must follow the FDA's guidelines for reprocessing single use devices. The directions for use (dfu) were sent to the facility for review on appropriate cleaning and sterilization of the phaco handpiece.

Manufacturer narrative:
The phaco handpiece was received for in house testing. A visual eval of the returned handpiece did not reveal any visual non-conformity. The handpiece met specifications for irrigation and aspiration flow rates. The handpiece passed all testing with the exception of the oscillation, there was no movement in the x-direction. The phaco tip was received for in house eval and was visually inspected 30x magnification on the microscope. The bevel is extremely dented around the complete bevel surface. The right side of the flared outside diameter region has numerous dents present. All the nut corners are worn and have several dents. There is scoring on the back of the flange and the threads are worn. The visual eval indicates the tip has been re-used. A phaco tip is a single use device that is only recommended for one surgery. All phaco tips go through mfg processes to insure a clean part and are 100% inspected at the end of the mfg process by trained operators to insure all visual quality requirements are present before their release. A review of complaints for the last 24 months did not indicate any additional related reports for this handpiece. A review of service requests for the last 24 months did not indicate any additional related reports for this handpiece. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, nov 1996, vol 25, no 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.